Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc), but was returned to olympus singapore for evaluation. Olympus thailand checked the subject device and duplicated the reported phenomenon which occurred due to the printed circuit board failure of the subject device. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based on the report of olympus singapore, omsc surmised there was the possibility this phenomenon was attributed to the printed circuit board failure of the subject device. Since there is no multiplicity, it might have been occurred due to accidental failure. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
Since the subject device has been not returned to omsc for the evaluation, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the image input from the sdi 2 in connector was not displayed on the subject device at the preparation for use. The field service engineer of olympus thailand went to the facility and checked the subject device at the user facility. It was duplicated the reported phenomenon. There was no patient injury associated with this report.